Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The inspection during fa process was able to find issues that may relate to the reported event, but could not be replicated on site; significant number of m-0b errors were found in the erbe logs pointing to ground pad issues during field deployment. The unit was tested on a system, all instrument recognition and energy operation tests performed successfully. The erbe will be sent to original equipment manufacturer for further investigation. While the customer reported error could not be replicated during in-house testing, a log review on the unit confirmed error m-0b occurred in the field. The probable root cause of error m-0b may be attributed to various factors causing the neutral electrode (e.g., grounding pad) to have resistance outside of the permissible range. The neutral electrode may be defective, or may have poor contact with the patient surface. The user is instructed to check neutral electrode alignment and settings.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure that the erbe was blinking off and on, and the monopolar energy was not working. The intuitive tech support engineer (tse) asked if the erbe was plugged into a known working outlet; the caller stated yes. There were no reports of patient injury. This is the extent of the information provided.